Event description:
It was reported that, "tip of the xia 2 torque wrench sheared off while the doctor was final tightening the last of 4 screws toward the end of a t-lif case. Doctor was tightening when the torque wrench suddenly started "turning" around the tulip head of the screw. Upon further inspection, a piece of the titanium tip of the wrench had broke of (approx 1/2 of the tip). Doctor were able to remove the broken piece from the pt and also final tighten using a universal t-handle tightener.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.